Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a left sided wolff-parkinson-white pathway procedure, a pericardial effusion occurred. During the procedure, the needle was advanced through the septum and high atrial septal wall into the pericardial space. This was noted while injecting contrast through the needle; contrast was outlining the pericardium. A echocardiogram was performed which revealed a small effusion. After approximately 10 minutes, reimaging revealed the effusion had increased in size, so an attempt to perform the transseptal again was done and the needle tracked through the same location. Again, an echocardiogram was performed which revealed the effusion was still stable. A new introducer was used with a non abbott needle and the sheath was advanced into the la to complete the case with no further complications. No intervention was necessary and the patient was in stable condition. There were no performance issues with any abbott device.